Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined through this evaluation. The submitted system controller log file contains data from (B)(6) 2017 through (B)(6) 2017. The pump operated above the low speed limit at all times that the fixed speed was greater than the low speed limit, and the device appeared to have operated as intended with no atypical alarms throughout the duration of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with a lactate dehydrogenase (ldh) in the 900''s u/l with inr of 3. No hematuria was noted. No power or flow elevations were noted on lvad system controller history interrogation. Ramp echocardiogram was negative for obstruction to flow. The patient was treated with a heparin infusion and ldh returned to baseline. It was reported that the patient would continue to be managed on coumadin and aspirin (asa). No additional information was provided.